Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion and active current measurement. No unexpected pump error 68, pump error 23 or pump error 43 alarms noted during testing. However unit received pump error 75 upon self test due to corroded electronic assemblies. Pump received error 25 due to j6 connector resistance issue. Pump failed sleep current measurement due to pump error 25 and corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarms. Blood glucose level at the time of the incident was 112 mg/dl. During troubleshooting, customer reported that they were able to complete the rewind process. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ in the initial report was incorrect.